Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance in loading a new cartridge using the proper technique and successfully resumed insulin therapy, resolving the issue.